Event description:
Patient reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, b6, g2, h6.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later confirmed "capsular fibrosis in the first stage". Device has been explanted and replaced with another manufacturer´s device.